Event description:
It was reported that after the patient underwent revalvulation procedure, the pace/sense and coil impedances decreased significantly. No intervention was taken and the physician is monitoring the patient. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d164vwc, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).